Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a device with opening, particles in the surface of the shell. The device is not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform.

Event description:
Healthcare professional reported left side "implant rupture". Device has been explanted.

Event description:
Healthcare professional reported left side "implant rupture". Device has been explanted.